Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: na. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 9095979. Medical device expiration date: na. Device manufacture date: 05apr2019. Medical device lot #: 0204983. Medical device expiration date: na. Device manufacture date: 22jul2020. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd needle 30ga 7/8in bsg clear hub the needle cannula broke. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer broken cannula. - cannula is broken.

Manufacturer narrative:
H6: investigation: it was reported the cannula was broken. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. The needle has been bent about seventy-five degrees and is out of the plastic needle hub. No other defects or imperfections were observed. A device history record review was completed for provided material number 302890, lot numbers 9095979, 0204983 and 0015341. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported while using bd needle 30ga 7/8in bsg clear hub the needle cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer broken cannula. Cannula is broken.